Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing noise in the atrial and right ventricular ports. The suspected cause was moisture buildup in the header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and moisture buildup were not confirmed. The pacemaker was returned for analysis. Electrical, mechanical, visual, and longevity assessments were normal with no anomalies found.